Manufacturer narrative:
The adhesive pad was not returned with the device. There was no blood observed on the returned device. An internal leak was observed along the fluid path of the cannula assembly. During the leak test, fluid did not exit the distal tip of the soft cannula, and instead, diverted and exited through a tear on the unexposed portion of the soft cannula. Multiple internal components were observed to be corroded due to the leak inside the device. The internal leak affected the device's ability to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 323 mg/dl, after wearing the pod between 4 and 24 hours. For treatment, the patient applied a new pod.